Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the outer jacket of the pump cable was confirmed through analysis of the submitted images. A direct correlation between the device and the reported infection could not be conclusively determined through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The customer submitted 4 photos for analysis. The photos showed damage to an area of the pump cable outer jacket proximal to the inline connector bend relief and the driveline exit site. The underlying armored layer also appeared to be frayed, revealing the underneath wires. There did not appear to be damage to the underlying layers and the damage to the driveline appeared to be cosmetic in nature. Subsequent photos showed the area of damage covered up with new rescue tape. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 1 of the IFU lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 6 also lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 4 of the patient handbook, ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated that on (B)(6) 2025, exit site culture showed mycobacterium fortuitum group. Bio-glue and rescue tape was applied to tear, and the patient was placed on indefinite suppressive antibiotics. Previous driveline damage is reported under MFR #: 2916596-2025-00194.

Event description:
It was reported that log files were submitted for a patient who had a previous driveline fault and damage to their primary driveline. When they were in clinic it was noted that the damage has spread up their cable toward their driveline exit site. The log files did not capture any driveline related issues, and technical services stated the damage appeared to only be cosmetic. The rescue tape was replaced while the patient was in clinic. The patient had a known driveline infection with persistent drainage. The site stated the new rescue tape was at the edge of the patient's dressing, and had concern because they did not want to have exposed wires encounter the drainage from the driveline. On 2mar2026, the customer requested silicone sealant for driveline application. Driveline faults MFR 2916596-2026-00442, driveline damage MFR 2916596-2025-00194.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.